Event description:
As reported by the equinoxe shoulder study, the 81 y/o female patient had a tsa implantation surgery in the spring of 2023 and an intra-operative glenoid fracture was reported during attempted reverse procedure. Patient was reverted to hemi instead of reverse. No on-going issues related to fracture and patient is reportedly doing very well. The outcome of this event is considered resolved and the case form indicates that the event is unlikely related to the device but possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 310-02-44 - equinoxe, humeral head tall, 44mm (alpha) 300-10-45 - equinoxe replicator plate 4.5mm o/s (h3) pending evaluation.

Manufacturer narrative:
(H3): the intra-operative bone fracture reported may have been due to poor glenoid bone quality, applying too much force while reaming, or a combination of these factors. However, this cannot be confirmed because the state of the patient¿s bone quality was not reported and no images or radiographs were provided.